Event description:
It was reported that the pt underwent spinal surgery in which a titanium rod was implanted. It was also reported that the pt was recently implanted with a pain pump (drug unk). Since implantation of the pain pump, the pt has had a localized reaction as well as a generalized rash. No medical intervention was reported. It is unclear whether the spinal surgery occurred at the same time as the pump implant or three years prior. Add'l info was requested from the hcp, but was not available at the time of this report. A f/u report will be sent if add'l info is received.

Manufacturer narrative:
It is unclear whether the pt reacted to the implant of the rod or the pain pump. With the available info, a cause or contributing factor cannot be identified.